Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6). Product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was that the controller was not powering up and that they were unable to recharge the implanted neurostimulator (ins). Patient stated that they had already gone through the power reset procedure twice. Pt confirmed that the ac power supply green light was on. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on. The issue was not resolved. Agent sent a request to repair to replace the controller. When asked for the event date, pt said that they noticed the issue within the last two or three days maybe; pt said that it had been less than a week. Pt mentioned during the call that they had met with a rep about issues with the programming before so that's how they got the rep's information.  Additional information was received from the patient. Pt called escalated that he did not get his shipment. Pt states he's been in pain and in bed all weekend as he was told saturday delivery. Agent reviewed and resubmitted another request and minutes later repair states saturday got missed but controller will be delivered today. Pt was upset demanding supervisor if controller doesn't come and ended call.